Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting undersensing which resulted in anti-tachycardia pacing (atp) prior to shock. Atp did not convert but shock did. There are also amplitude changes. No defibrillation threshold (dft) test was performed. The device remains in service. No adverse patient effects were reported.